Event description:
It was reported that a cartridge change error occurred. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer performed a supply change to resolve the issues. Customer¿s blood glucose level was approximately 147 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.